Event description:
It was reported the device stopped working and shut off while pacing a patient. Follow-up information received reported the "pt had no underlying rhythm so drugs were given." It was indicated that CPR was not required, but this could not be confirmed. No further patient complications were reported as a result of this event.

Event description:
(B) (4).

Event description:
Asku

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis could not confirm the reported event. The device passed testing, with no anomalies found.